Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a feeding tube. The customer states following placement of the feeding tube, the patient sustained a pneumothorax. Placement of a chest tube medically suggested, but the family refused doe to palliative care decisions.

Manufacturer narrative:
Submit date: (B)(6) 2015 an investigation is currently underway. Upon completion, the results will be forwarded. Medwatch report# mw5039693.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. Complications during placement of the feeding tube can cause pneumothorax. Per the instructions for use, a warning states that an adverse effect like pneumothorax, intestinal perforation and aspirational pneumonia have been reported during the use of this type of device; therefore due to the extreme caution, this device should only be inserted by a trained clinician. The process to manufacture the device was running according to the defined parameters and specifications. The production personnel were notified about the reported issue. A corrective action is not required at this time. Covidien will keep monitoring the process for any adverse trends that require immediate attention. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.